Manufacturer narrative:
Follow-up #1 date of submission 01/20/2015-product analysis:the device was returned and evaluated by product analysis on 01/06/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the black box revealed data from the time of the reported issue was overwritten due to extended continued pump use. No related alarms or issues were observed in the black box. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service issue. The reporter noted the alarm history had multiple call service alarms during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.